Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: catalog number etlw1613c124e serial number (B)(4) catalog number etlw1613c93e serial number (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. Aptus endoanchors were also prophylactically implanted during the same procedure. The proximal aortic neck angle was 20 degrees. It was reported that at the end of the index procedure, a type ii endoleak was observed. The patient also had procedural bleeding and fever on the same day. The patient received one unit of blood transfusion for the bleeding. The patient received pulmonary treatments, inhaled corticosteroid (ics) and fluids for the fever. The patient recovered with treatment. One day after the index procedure the patient had hypotension. Symptoms include decreased urine output and tachycardia. The patient was hospitalized one extra day due to the hypotension. The patient was given intravenous bolus and the fluid was increased. The patient recovered with treatment. Per the investigator, the fever, procedural bleeding and hypotension were related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.